Event description:
The customer reported no value ind (indeterminate) flagged troponin I (access accutni) results, for two patients, involving the access 2 immunoassay system utilized in conjunction with the access accutni assay and calibrator. While performing system troubleshooting, the customer noted the substrate bottle was seated at an angle and air bubbles were observed in the substrate line. Beckman coulter customer technical support (cts) instructed the customer to replace the substrate bottle and prime the system twelve times. Beckman coulter (cts) also advised the customer to verify the cap and tube fittings were on securely, perform quality control (qc), and reanalyze all affected patient samples back to the last acceptable quality control. After sample reanalysis, the customer reported the two affected patient samples obtained values of 0.00 ng/ml and all other testing matched prior values. The ind flagged results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. All system parameters, including qc, calibration curves and system checks, were performing within the assay and instrument specifications. Patient samples were collected in becton dickinson (bd) lithium heparin tubes with gel and centrifuged at 2,900 rpm (rotations per minute) for ten minutes, at room temperature. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone.